Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level and insulin pump did not alarm. Blood glucose level at the time of the incident was 40 mg/dl. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for low blood glucose level. The customer will discontinue use of the device.